Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose. Troubleshooting was performed, and the insulin pump was alarming and failed the high-pressure test twice. Nothing further was reported.